Event description:
We identified an unknown substance within our gauze sponges prior to our procedure. We have saved the container and pieces of gauze that contains the substance. Let us know who to drop the item off too for investigation and if any further information is needed. We attempted to place a psr, but a user account needed to be made due to new updates to the system. Once account is approved, a psr will be placed and forwarded for documentation purposes. Let us know if you have any further questions. Cardinal health material number 6939g.